Event description:
Loss of fixation. Seven days following the original surgery, the lifted area had dropped. It was indicated that the implant had broken while in the patient. Submitting report due to indication of second surgery required. Note: the original complaint regarding the occurrence was opened on (B)(4) 2012 when microaire first became aware of the occurrence, and was closed on (B)(4) 2012. Upon recent review of complaints from past years, it was discovered that this item should have been reported to f.d.a. Therefore, we are submitting report at this time.

Manufacturer narrative:
Based on indication that intervention was required, it was determined that this occurrence is reportable.